Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an episode in the vf zone with double counting of t-waves was noted on a merlin.net transmission. Programming changes were made and the patient's condition after the event was good.